Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report one of two for the same event; see also 0002184052-2016-00177.

Event description:
The sales associate reported product that was returned damaged. There was an issue with the tower persuader. And, the screw reportedly had the head damaged. No further information at this time.

Manufacturer narrative:
The returned device was examined and functionally tested. The complaint could not be replicated. There was no malfunction detected. There were no manufacturing issues detected which would have contributed to this event. The labeling provides instructions regarding device usage.